Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on february 9, 2026 from a tgr alert notification: on (B)(6) 2025, the patient underwent endovascular treatment as a planned endovascular procedure for a common iliac aortic aneurysm. The patient was treated with the gore® dryseal flex introducer sheaths, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The endovascular access method on the right was percutaneous and on the left was by cut-down. The gore® devices were successfully implanted. There were no access-related complications. During the index procedure, an adjunctive coil embolization of the inferior mesenteric artery was performed. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient experienced left groin incision cellulitis. The patient was given antibiotics as a treatment. The patient was noted to be recovered/resolved without sequelae on (B)(6) 2025. The infection was at the access site; however, the infection was not related to any gore device used/implanted. The physician stated the cause of the cellulitis was surgical site infection.